Event description:
The customer reported that the mp70 monitor does not alarm for extreme brady at times. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the mp70 monitor does not alarm for extreme brady at times. There was no report of any adverse pt impact. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.